Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to the differences between sensor glucose and blood glucose levels, received sensor updating alert, calibration not accepted alert and couldn't get into smartguard. The customer reported blood glucose value of 400 mg/dl. The customer was treated with pump bolus. The event involved products mmt-1884, mmt-7040ma, mmt-7841zn, mmt-244a and mmt-332a. Troubleshooting was partially performed. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard of the insulin pump at the time of reported event. The customer blood glucose was 400 mg/dl and sensor glucose value was 271 mg/dl at the time of incident. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-244a. No product return is required for mmt-332a.